Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support advised the customer to dilute the qc to match the calibrators and to rerun the qc. The customer did not report any other issues related to the reported event. The instrument became operational. The most probable cause of the reported event was operator error secondary to untrained operators.

Event description:
On (B)(6) 2017, a customer reported that they were getting calibration failures with their g8 analyzer. The customer reported that they were not getting any results on patient samples due to multiple flags and a leak at the filter assembly. The customer stated that they replaced the leak system and the pressures began to be elevated. The customer ran calibrations without any errors but ran controls (qc) with no results due to high total area flags. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.